Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advance for dilation. However, at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device as different manufacturer and different size successfully. There were no patient complications reported.